Event description:
It was reported that during a laparoscopic thyroidectomy procedure there was a continuous instrument error message appeared on the screen. Even though the new device was changed, error message was shown. Finally the 2 used hand pieces were changed and problem was solved. No patient consequences were reported. Procedure was completed with same like device. Procedure was prolonged by 40 minutes.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the distal tip of the blade broken off and not returned with the device. The remaining blade portion was scratched ¿ evidence of contact with metal in or out of the operative field. The device was functionally tested with a generator. During functional testing on the gen11 generator, the ¿instrument error¿ alert was displayed. A probable cause of the device to stop activating and display an instrument error screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as ¿tighten assembly¿ or ¿blade error detected¿ followed by a ¿replace instrument¿ screen later in the procedure, and continued usage can result in a broken blade.